Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -3.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was explanted on (B)(6) 2024 due to glare/haloes. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - device problem code: 1494 - off-label use, acd<3.0mm. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).